Event description:
It was reported that the ventilator alarmed for an error that indicates a communication or control error during startup. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
On 07/27/2020, our field service engineer received a call from the hospital to report that a technical alarm indicating a communication or control printed circuit board (pcb) control error occurred during startup. He found the fault and replaced the control pcb from another ventilator which solved the problem. The ventilator now passed several pre-use checks and worked as expected. The evaluation of received device logs confirms the reported technical error indicating communication or control pcb error. The logs show that the technical error occurred on 07/04/2020 and that it was reproduced when the field service engineer was on-site. The date of event will be adjusted accordingly. The returned control pcb was installed in the reference ventilator and the reported startup technical error was immediately confirmed. The fault was permanent and it was not possible to start ventilation. Measurements on the control pcb confirmed that a electrical component was broken. If the reported fault condition occurs during ventilation, ventilation will stop. It will be detected both at startup and during ventilation and reported through audiovisual alarms and technical error codes. The conclusion in this matter is that the reported problem was caused by a broken component on the returned control pcb. Why the component broke could not be determined, but it is considered a single component failure.

Event description:
Manufacturer ref.#: (B)(4).